Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's pain had returned on (B)(6) 2019. The ipg would not communicate with external devices. Reportedly, the patient last charged approximately one month ago for a few hours. Field representative met with patient on (B)(4) 2019 for troubleshooting, but troubleshooting was unsuccessful at this time. Troubleshooting was attempted again on (B)(6) 2019 and was unsuccessful. As a result, the patient is awaiting surgical intervention at a later time.